Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the screw broke when it was placed. The body of screw was left into the patient's bone. There was a report of a thirty minute surgical delay. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: patient initials are (B)(6). A thirty (30) minute surgical delay was initially reported in error. Any delay/prolongation of the procedure is of an unknown length of time. Device broke intra-operatively and was not fully implanted or explanted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: our visual inspections have shown that the screw is broken off. The remaining screw body was not returned. It is clearly visible that the thread is completely deformed and damaged. The review of the production history revealed that this implant was manufactured in may 2014 in accordance with all established requirements. No manufacturing related issues that would have contributed to this complaint were found. Unfortunately, we cannot determinate the exact root cause of this failure. It is likely that either too much mechanical force had been applied during use or that the tip has not been positioned properly. The relevant dimension of the cortex screw cannot be measured due to its broken off/ damaged condition. No indication for a material related issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Correction: surgical delay/prolongation is unknown.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.